Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient underwent an unrelated surgical procedure on (B)(6) 2024 where the device was not placed in surgery mode. Subsequently, the patient had trouble connecting to the ipg. A recovery function was executed and successfully recovered the ipg.